Manufacturer narrative:
Initial.

Event description:
It was reported that the patient left the ilet pump at home, resulting in approximately six hours without insulin delivery and a highest continuous glucose monitor (cgm) reading of 354 mg/dl while using a teflon infusion set on the abdomen and a freestyle libre cgm; the issue reflects an improper or incorrect procedure with relevance to the cannula component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and a usage problem related to failure to reconnect the system, with the cannula identified as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error contributing to the event.